Event description:
It was reported that during a single level acdf using the thinline plate, the secure ring that locks the screw into place popped out upon inserting the standard screw. The surgeon then attempted to put in a rescue screw after putting the secure ring back in and the ring popped out a second time. The surgeon then left the plate in with only 3 screws in place.